Event description:
On 12 july 2023,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.customer received sensor replacement alert ec1. Sensor (B)(6) was tested in-house, and a qc revealed a loss of chemical performance. The system correctly disabled the sensor due to performance failure indicated by a reduction of mods37 below the established threshold. Such failures were investigated in rep-1639, which determined the root cause to be oxidation of the sensor's hydrogel. This sensor has the same failure mode and additional investigation is not necessary for this complaint.